Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. The suture of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. Reportedly, the knots of the pre-placed devices did not slide to the outer wall of the vessel. To achieve hemostasis, a dissection was performed and sutures were placed. After placing the sutures, manual compression was also applied. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.